Event description:
Medtronic received information that during the implant procedure of a medtronic transcatheter bioprosthetic valve, while placing the safari guidewire into the left ventricle, prior to the evolut system entering the body, complete atria-ventricular (av) block occurred. One day following valve implant, a permanent pacemaker was implanted to resolve the complete atria-ventricular (av) block. No additional adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)